Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. Additionally there was a stored signal artifact monitor (sam) episode with noise and oversensing. Technical services (ts) was consulted and discussed how impedance measurements were indicating of the issues were related to the ra distal tip. The current plan is to continue to monitor the patient, with the ra lead changed at the scheduled associated generator changeout but no date has been established. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6 impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. Additionally there was a stored signal artifact monitor (sam) episode with noise and oversensing. Technical services (ts) was consulted and discussed how impedance measurements were indicating of the issues were related to the ra distal tip. The current plan is to continue to monitor the patient, with the ra lead changed at the scheduled associated generator changeout but no date has been established. This ra lead remains in service. No adverse patient effects were reported.